Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp, and found a faulty atmospheric transducer. The fse replaced the front end board, then performed all functional and safety tests per factory specifications. The iabp passed, was returned to the customer, and cleared for clinical use.

Event description:
During service/test of the intra-aortic balloon pump (iabp) by the customer, it was reported that a maintenance required #1 (atmospheric transducer offset failure) alarm occurred. There was no patient involvement, and no death or injury was reported.